Event description:
It was reported that a patient presented to clinic for follow up, the patient was experiencing phrenic nerve stimulation at several left ventricle (lv) lead vectors. The lv lead was capped and replaced on (B)(6) 2025. The patient's condition was stable throughout the procedure.